Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation stopped when the pt's arms were raised or his head was tilted backward, but returned when the pt returned to a "normal" position. The pt was receiving good stimulation coverage and pain relief. The pt previously had his leads replaced after falling down stairs. The fall resulted in broken leads and a loss of therapeutic effect. The intermittent stimulation prompted by positional changes occurred both before and after the leads were replaced. The symptoms were occurring at the lead-extension connection location. An x-ray was taken and it was determined that two electrodes (5&13) were very close to each other. The pt's programs used electrodes 5 and 13 (both positive), and when he raised his arms or tilted his head back, the simulation seemed to "turn off" because the contacts touched each other when performing this range of motion. Impedances with the pt's arms raised showed <50 ohms on contacts 5&13. When the contacts touched a short circuit effect was created. The pt did not feel discomfort when raising his arms or tilting his head back. The device was reprogrammed to exclude electrodes 5 and 13. The stimulation remained constant and did not turn off while the pt's arms were raised and his head was tilted back. The pt was doing fine and had not reported any further problems.